Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a piece of foam inside the nose for a year causing discomfort that has now been removed. The patient called it a piece of polyethylene insulation that came from the old dream station that has been replaced due to the recall. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacture for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.